Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded that the device issue has been resolved and indicated the device will not be returning to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self-test. Complainant did not indicate that there was any patient involvement in the reported malfunction.